Manufacturer narrative:
Correction: for b6 for missing information of fluoroscopy and h11 for missing information of device history report that was done. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and dislodgement confirmed via fluoroscopy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification as received.